Manufacturer narrative:
There was no patient involved with this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was found to be damaged. The rubber encasing of the patient cable was loose and the bottom cover was cracked at the inlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit serial number (B)(6) was serviced at the european distribution center (edc) service center. Visual inspection revealed that the rubber sleeve for the power connectors assembly is loose, and the bottom cover is cracked at the ac power cord inlet. The patient cable and the bottom cover were replaced. A full functional test was performed and the mpu passed all test steps. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, section 6 entitled ¿equipment maintenance¿ (storing 6-3 and cleaning and maintaining the equipment 6-4) and instruction for use entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and instruction for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.